Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, several episodes of noise in the v-channel were observed during a follow-up of the ICD system. It was indicated that the majority of the noise episodes occurred in the 4 days prior to the follow-up and the longest of which was 16 seconds without persistence (no inappropriate shock deliver). Testing of the system by the physician revealed that the coil continuity was normal, but the v impedance was unstable (values of <200 ohms, 435 ohms and 450 ohms). Provocation testing by ICD manipulation showed artifacts on the v egm. It was also indicated that review of previous follow-up reports showed recorded episodes with oversensing starting in (B)(6) 2012. To avoid inappropriate therapy, the persistence of vt zone was increased to 50 cycles and the vf zone to 220 bpm and 20 cycles.